Event description:
It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.